Event description:
It was reported that the catheter was repaired on (B)(6) 2015 and that the managing physician recommended that a lower concentration be refilled.

Manufacturer narrative:
(B)(4).

Event description:
Following the surgery, the pump rate was turned down and as a result the patient was in pain. The patient found a neurosurgeon to fix the catheter, but he needed to be trained.

Event description:
It was reported the patient had surgery on (B)(6) 2015 and the catheter was cut during the procedure. Both ends of the catheter were ligated. It was unknown if the patient experienced symptoms. The patient was under general anesthesia for spinal surgery. The surgeon clamped both ends of the catheter with sutures intraoperatively. Catheter segments were left in the patient not in use. The pump rate was decreased to minimal flow rate. The patient was provided with oral dilaudid to cover symptoms. The patient recovered without permanent impairment. The pump was delivering hydromorphone.

Manufacturer narrative:
Outcome attributed to adverse event: updated/corrected to include intervention required.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was later received from the patient stating that he had an unrelated procedure done and his catheter was nicked. Reported as knicked. It took the patient's doctor's office 5.5m to resolve it and they were also not timely with starting the pump medication back up. The patient believed that the pump dose was too low (0.1mg/day) and he was not getting good pain relief. The patient also stated that he is allergic to morphine.